Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2014, the patient was prescribed oral antibiotics (duration not reported). Subsequent to the infection recipient experienced extrusion of the electrode lead wire, resulting in the explant of the device on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
This report is filed july 31, 2014.